Event description:
It was reported that during the placement of implant, the ratchet wrench driver became stuck inside of the implant that the clinician was unable to separate the two components. Another implant was placed within the same procedure.

Manufacturer narrative:
One t3 tapered implant and one certain® universal ratchet extension implant driver (long) were returned for inspection. The products were examined visually by the naked eye were seized together and could not be disengaged. The lot number for the ratchet extension was not provided therefore no DHR was preformed. The implant DHR and complaint review did not indicate a manufacturing deviation that would have contributed to this event. The "does not disengage event was confirmed based upon the inspection of the returned devices. No definitive root cause was determined. Investigation results date. Additional information & investigation results. Device evaluated. MDR codes provided. Correction: device code.